Event description:
It was reported that patients are having issues with pumps. Both showing no disposable, pump won't run or clamp. They tried same cassette on both pumps with same error message. Patient replaced battery and received same error message. Asked patient to check tubing and clamp. Then, asked patient to mix new cassette and add to the pump to see if the pump will provide same error message. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.